Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Analysis is pending.

Event description:
After 21 months of implantation, a re-intervention was performed to move the pacemaker to a new pocket. The leads were removed from the pacemaker connector port. However, when the ventricular lead was taken out, the ventricular setscrew was also removed from its connector block. Reportedly, the physician was able to re-insert the setscrew in its terminal block; however, after setscrew tightening, absence of pacing was observed at ventricular level.